Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The 02 valve was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the device displayed an "o2 valve fault 2011" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.